Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported that the patient has been experiencing increased pain since the end of the trial. Multiple attempts were made to obtain a medical assessment from the physician regarding the nature of the issue, but no further information was available.